Manufacturer narrative:
H6-code 213: two screenshots of radiological images have been provided for evaluation. The imaging evaluation summary states the following: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot make conclusions or guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The images received do not have any patient identifiers. The images provided are 2. Jpg¿s. Unable to confirm the broken deployment line, fragments of the deployment line or partial deployment of the device with the images received. Unable to provide an evaluation in relationship to the event.

Manufacturer narrative:
H6-codes 10 and 3252: the endoprosthesis remains implanted in the patient. The delivery system of the endoprosthesis was returned for evaluation. The deployment line was pulled out of the delivery catheter. Evaluation of the returned product indicates the deployment line was broken, and there is a kink in the distal shaft. The cause of the broken deployment line could not be confirmed. H6-codes 4513, 50 and 4311: based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. However, as reported to gore the physician stated that he suspects that the deployment line broke because of the heavy calcification within the lesion. Gore requested further information as to the cause of this incident, however no further information was provided to gore, therefore with the information collected to date this investigation is complete. H6-code 22: in the instruction for use the following is stated: hazards and adverse events device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: deployment failure; and device failure. Health effect - impact code: 2199 replaced with 4632. Medical device problem code: 1069 replaced with 1261.

Event description:
The patient presented with an approximately 30 cm long stenosis/occlusion of the left superficial femoral artery and the left popliteal artery which was treated with two gore® viabahn® endoprosthesis with propaten bioactive surface. Reportedly the lesion was heavily calcified. During deployment of the first device in the distal part of the lesion the deployment line has broken after 10 cm of deployment although only slight traction was used when pulling the deployment line. The physician stated that he suspects that the deployment line has broken because of the heavily calcification within the lesion. The physician was able to pull out the delivery catheter through the constrained proximal part (approximately 15 cm) of the device using increased traction. The physician said that, presumably due to deployment line breakage, the delivery catheter had separated from the rest of the constrained device and therefore he was able to pull the olive through the constrained portion quite well. During withdrawal of the delivery catheter no additional securing of the device was required to keep the device in place. The physician thinks that the first 10 cm of the partially deployed device were firmly anchored in the vessel wall, because of the calcium but also because of a good oversizing. To completely deploy the device the physician ballooned the constrained part of the device several times to open it bit by bit. The physician suspects that the deployment line, at least the remaining 15 cm after deployment line breakage, remain within the patient between the vessel wall and the device. No additional action was performed to secure it. After the device was fully deployed, the physician implanted another gore® viabahn® endoprosthesis with propaten bioactive surface to treat the proximal part of the lesion as planned. Reportedly then the superficial femoral artery and popliteal artery were completely patent and the procedure was completed successfully.

Manufacturer narrative:
Additional information was requested from the physician in regards to the event. The provided information is captured in the event description. The delivery system has been requested for evaluation from the physician. Return pending. A review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.